Event description:
A facility reported a colleague infusion pump with the reported condition of a damaged battery. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery issue was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to use/user error. The main batteries and safety harness were replaced in order to correct this condition. This is involving a pump with software version 6.13.92 which is categorized as a colleague p1.5. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.